Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter with a stopcock attached to the hub. There was contrast and blood in the inflation lumen and balloon and there was blood in the manifold. The balloon was loosely folded with the balloon folds present. Microscopic examination revealed a hole in the inner shaft 1mm proximal of the distal markerband. Microscopic examination presented no damage or irregularities in the balloon. Microscopic examination presented no damage or irregularities in the marker. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. Following the insertion of a non-bsc introducer sheath and the advancement of a non-bsc guide wire, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was selected for use to predilate the lesion. Upon the first inflation, the balloon ruptured at 4 atmospheres for a duration of 1 second. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. Following the insertion of a non-bsc introducer sheath and the advancement of a non-bsc guide wire, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was selected for use to predilate the lesion. Upon the first inflation, the balloon ruptured at 4 atmospheres for a duration of 1 second. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).